Manufacturer narrative:
The reported perfectpasser connectors were new devices returned for evaluation due to manufacturing defect earlier. A relationship between the device and reported incident was established. From the information provided, an unknown defect of the device. No patient injury reported. Visual inspection shows the connector unopened. Functional evaluation shows the two (2) devices passed the functional test. The needles were fired through foam and both were able to pass the stitch. These two devices performed as specification; however internal investigation indicates the failure cause for s-clamp unhooked from the s-hooks due to a dimensional discrepancy on the s-hook component reason for why these connectors were returned for evaluation. Changes to the component have been implemented to prevent this failure under (B)(4). The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported defect of the smartstitch, it is part of a defective batch that had jaws fall off. This was noticed before the procedure; therefore, no patient was involved.